Event description:
On (B)(6) 2025, the user experienced a hypoglycemic event with a reported blood glucose (bg) level of 39 mg/dl. The user experienced a seizure during the event. The caregiver administered juice, food, and glucose tablets to correct the bg. No medical intervention was required, but emergency medical services (ems) were not contacted. No long-term health effects were reported.

Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.